Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As reported by the distributor, a small hole was found on the catheter outside the patient's body which led to peritonitis. The patient was hospitalized, and the doctor added cephalosporin to the patient's peritoneal dialysis solutions. The section of the catheter with the hole was removed.